Event description:
The patient reported drainage and an opening at the incision site. Although there were no evident signs of infection, antibiotics were prescribed. The wound was cleaned and new steri-strips were applied. The patient had a wound check appointment on (B)(6) 2025 and the implanting clinician was satisfied with the healing of the wound and cleared the patient for therapy. No further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, multiple tunneling attempts, and using incorrect tools and have been ruled out. Additionally, the patient picking or touching the wound, the patient having contraindicating conditions, and improperly closing the surgical site have also been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issue. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.